Event description:
Medtronic received information regarding an imaging system being used for an sacroiliac and thoracolumbar procedure. It was reported the system would only tilt in one direction and the gantry would not open. The site had to manually crank the gantry open. Another medtronic imaging system was used to complete the procedure. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. It was noted after the case when looking at the system, the gantry was tilted almost 90 degrees and motion calibration is not doing anything.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. Analysis found motion calibration failed. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: (B)(6), serial/lot #: rev. 2 : s/n (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that replacing the gantry motion controller resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion controller was returned to the manufacturer for analysis, however analysis results were not yet available at the time of filing. Medtronic is submitting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for an unknown procedure. It was reported the system would only tilt in one direction and the gantry would not open. The site had to manually crank the gantry open. Another medtronic imaging system was used to complete the procedure. This issue occurred intraoperatively. There was no reported impact on patient outcome. It was noted after the case when looking at the system, the gantry was tilted almost 90 degrees and motion calibration is not doing anything.